Manufacturer narrative:
The implantable neurostimulator was returned to the manufacturer for analysis which is not complete as of the date on this report. A follow-up report will be sent when the analysis is complete.

Event description:
Soon after device implant, the patient experienced problems recharging her device. The implantable neurostimulator went from completely charged to feeling no stimulation in one day. The patient spent 6-8 hours charging the device a day with maximum coupling. Multiple attempts at troubleshooting were limited because the device was always discharged when the field representative wanted to interrogate the system. Stimulation parameters were reviewed. Based on the implantable neurostimulator charge level, the typical time the patient spent charging may have been normal. It was also reported that the patient was unable to adjust stimulation using the programmer with the antenna attachment. She was able to adjust stimulation with the programmer not using the antenna. The patient felt shocking in the left buttock area radiating to the left leg soon after implant and also after recharging. The patient was advised to lower stimulation settings before turning the implantable neurostimulator on to avoid shocking sensation. The patient experienced lack of effect associated with the event. The recharger was replaced although it appeared to be functioning properly. The hcp attributed the issue to the implantable neurostimulator, which was replaced. The hcp reported the patient's outcome as 'recovered without sequela.'